Event description:
It was reported to boston scientific corporation that the patient was implanted with a lynx suprapubic mid-urethral sling system (date of procedure unknown). According to the complainant, the patient experienced bodily injuries, burning when urinating, infections, and fatigue (specifics unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.